Event description:
Procedure: lap. Donor nephrectomy. Sex: unk. According to the reporter: the device was applied to the renal vein near the vena cava. The staples appeared to have formed correctly but the distal tip of the staple line leaked following transection with the endo scissors. The device was used to reapply to the renal vein proximally and the leak was successfully stopped. The pt condition is satisfactory. Blood loss was less than 250 cc. Surgical time was extended by 5 minutes to allow second application of stapler to establish hemostasis. Vascular tissue lost was on pt/donor side and did not affect pt/donor outcome, nor fitness of specimen for transplant.